Event description:
The device was used during a laparoscopic abdominal perineal resection. Reportedly the tip of the instrument broke off in pt. The surgeon felt this would cause no adverse effects to the pt.